Event description:
It was reported that a patient¿s alarm started going off the day before this report and wanted to get in contact with a manufacturer¿s representative and to schedule an appointment. The patient indicated that he had been told he would be contacted with alarm date info/details on the next appointment for refill, but this didn¿t happen and alarm sounded (B)(6) 2015. The patient stated despite requesting contact info for local rep for maintaining healthcare professional (hcp), his pump went dry before he was able to get the appointment for the refill. The patient stated that he didn't know if the implant hcp was the follow up hcp, and noted he was "in limbo." The patient expressed frustration that despite being proactive in his treatment and therapy, this was ¿not the first time he¿s unexpectedly stopped getting the medication because the pump either ran out of medication (not really my fault), an issue with the battery, or the pump just gave out.¿ the patient stated that during these occurrences he has not experienced convulsions, withdrawal symptoms, seizures, or any other symptoms like a return of spasticity that hcp, therapists, or manufacturer¿s representatives said he¿d experience should he ever stop getting baclofen from the pump. The patient stated he¿d be ¿looking into this further¿, ¿performing his own research¿, because ¿either I¿m an anomaly or there¿s more to the belief that patients will require the treatment indefinitely.¿ the patient stated that with his busy schedule his life would be much easier without having to deal with the types of issues noted above. The patient also expressed dissatisfaction with the hcp and manufacturer's representative service. The patient stated his hcp was negligent because the patient didn't have refill and tracking information on his own. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11152r27, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that the patient had gone dry several times without a return of symptoms and experienced none of the side-effects he was warned of if baclofen was no longer delivered. It was noted that the patient¿s healthcare professional sets bimonthly appointments despite there being a minimum of six months medication remaining in the pump.